Event description:
A siemens local service engineer was performing service on the axiom aristos fx plus unit. He reported a "strange movement of the detector carriage." The engineer examined the detector bridge railing located on the ceiling. The engineer found one roller completely out the ceiling rail and another roller almost out of the rail. Upon a closer examination, the engineer determined that two locking screws were used to hold rollers on axles while according to the installation instructions only one screw should have been used. The engineer corrected all rollers by mounting them using one locking screw on each axel and tightened them with locktite. There are no injuries reported in this event. This issue occurred in (B)(6).

Manufacturer narrative:
The reported issue was resolved by siemens local service. The system was brought back to specifications. The installation instructions contain the correct description of the installation of the carriages (B)(4). Further more the maintenance instruction requests a check of the installation of the roller bearings on the transverse carriage (B)(4). This report was submitted (B)(4), 2013.